Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, but the following was received: 1. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Packaging was worn 2. Did the damage of the primary packaging compromise the sterility of the device? Yes, it did. Per photographic evaluation: this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a reload inside of its package partially open. Also, the seal area can be seen completed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before the surgery, did not open the packing and noted the outer packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Procedure: unknown.

Manufacturer narrative:
(B)(4) date sent: 07/28/2022 d4: batch # 390a58 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one sr55 device was returned without apparent damage and along with its opened packaging. Packaging was visually inspected, the seal area was completed and no damage was observed. In addition, the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage on the packaging was noted. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.